Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was protruded. Customer blood glucose level was unknown. Customer also stated that the insulin pump did not detect reservoir, during priming pushes insulin without counting units. The device will not be returned for analysis.